Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The reported issue could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The evaluation of provided device logs confirms the reported event of alarms for high o2 concentration. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the event date were passed without remarks. The root cause of the reported alarms has not been determined.

Event description:
Manufacturer's ref #: 252248.